Event description:
A pt underwent a primary cesarean procedure and the insorb 2030 skin stapler was used to close the skin incision. The evening of p.o.d. #1, the incision separated 4-5 cm. The separation was closed with suture under general anesthetic in the operating room.

Manufacturer narrative:
Device not returned to manufacturer.